Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in clinic for normal follow up. Device was exhibiting far r-wave oversensing after ventricular pacing. Reprogramming was recommended. The patient will continue with routine follow ups.